Manufacturer narrative:
(B)(4). Covidien evaluated the device and the alleged malfunction was not duplicated.

Event description:
Covidien received information that the ventilator was inoperable. There was no patient connected to the device when the malfunction occurred.